Event description:
It was reported that the patient developed an infection due to surgical incision was not healing all the way. The patient was seeing a wound specialist who said it could have been because of bacteria in the wound. The patient was administered antibiotics. No further information was obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7082496/7082497, UDI: (B)(4). Product family: clik x MRI anchor, upn: m365sc43190, model: sc-4319, serial:, batch: 32546214, UDI: (B)(4).

Event description:
It was reported that the patient developed an infection due to surgical incision was not healing all the way. The patient was seeing a wound specialist who said it could have been because of bacteria in the wound. The patient was administered antibiotics. No further information was obtained. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were discarded by the medical facility.